Event description:
Pt undergoing removal of catheter. During procedure, after catheter was removed and physician was examining end of catheter, physician discovered that a portion of catheter had broken off and remained in the pt.